Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that an optiflex nitinol stone retrieval basket was used in an unknown procedure (patient age and weight are unknown). Please reference attached medwatch report number 3005099803-2010-02617, which documents the first device. According to the complainant, the retrieval basket "jammed inside the patient" and could not be opened or closed. It is unknown if a stone was present in the basket when the malfunction occurred. A zero tip nitinol stone retrieval basket was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that an optiflex nitinol stone retrieval basket was used in an unknown procedure (patient age and weight are unknown). Please reference attached medwatch report number 3005099803-2010-02617, which documents the first device. According to the complainant, the retrieval basket "jammed inside the patient" and could not be opened or closed. It is unknown if a stone was present in the basket when the malfunction occurred. A zero tip nitinol stone retrieval basket was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'good.' Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Event date: (B)(6) 2010. Operator of device: nurse. Usage of device: initial. Additional information received indicates there was no stone in the retrieval basket when the problem occurred. The stone size is unknown, and the procedure was a ureteroscopy. The problem occurred inside the patient's ureter. The patient was a male (B)(6) old, but the exact age and weight are unknown. It is also noted that a retrieval basket failing to open and/or close prior to stone retrieval is not a medwatch reportable event.

Manufacturer narrative:
(B)(4): according to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.